Event description:
A customer reported a system message displayed during a procedure. The system was restarted and setup with a new cassette. The case was completed following a 15 minute delay. There was no pt harm reported. Add¿l info has been requested.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).